Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have a damaged latch roller. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and power on self-test were performed. During visual inspection the latch roller was found to be damaged. The cause of the condition was unknown. To correct the condition, the latch roller was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.